Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 21mm bioprosthetic aortic heart valve was explanted after one (1) year, seven (7) months. The reason for explant remains unknown. The explanted valve was replaced with a 21mm pericardial bioprosthesis. No additional details were provided.

Manufacturer narrative:
(B)(4). There may be cases in which our devices are implanted in a patient with active native valve or prosthetic endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device.

Event description:
Edwards received additional information indicating this bioprosthetic aortic heart valve was removed after one (1) year, seven (7) months due to recurrent aortic valve endocarditis from a (B)(6) infection (different from previous infections). Upon visualization, the vegetations were confined to the leaflets of the valve, covering both sides of all three (3) leaflets. This was excised and replaced with a 21mm pericardial bioprosthesis the patient was transferred back to the ICU in stable condition after having tolerating the procedure well. He was later discharged on pod #23 to an extended care facility.